Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was confirmed. The locking flats feature of both burs was found to be out of specification. It was concluded that the cutters had likely misloaded into the cnc machine during the flats grinding operation, resulting in the cutter position being off center when the flats were applied. (B)(4).

Event description:
Reporter from the u.s. Reported that the device would not function. The flats were ground off center. It is known that the device was used in surgery. It is also known that no patient/user injury or medical intervention had occurred. If any additional information should become available, this notification will be updated accordingly.